Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported during fluid air exchange, it did not cease infusing, during a vitreo-retinal procedure. The procedure was completed manually with no harm to the patient. Additional information was requested; however, none has been received to date.

Manufacturer narrative:
. The lot complaint history was reviewed. This is the first complaint for the finish goods lot and the first for this issue for this lot. The device history record shows the product was released per specifications. No sample was received. Therefore, no visual inspection or functional testing could not be conducted. The root cause of the customer's complaint could not be established as a sample has not been received. Without analysis of the sample, it is not possible to isolate the root cause. As the root cause is unknown, the relationship, if any, of the device to the reported incident cannot be determined. After a thorough investigation of this complaint, it has been determined that no action will be taken at this time as a sample was not returned and no root cause could be established. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. Consumables manufacturing management has been made aware of this complaint through the consumer affairs review meeting. The manufacturer internal reference number is: (B)(4).